Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the facility is seeing a significant number of air in line and upstream occlusion alarms on their spectrum iq pumps across all departments. There was no known patient injury or medical intervention associated with these events. No additional information is available.